Event description:
Device 2 of 4. Reference MFR reports: 1627487-2012-03801, 03803, 03804. The pt received 2 scs leads with different lot numbers. It was reported, the pt's scs system was explanted due to the system causing the pt to feel anxious.

Manufacturer narrative:
Evaluation: results: elective removal - there is no alleged device failure to meet specification. As per the event detail, "the cs said that everything worked just fine, and the pt had great coverage, but the stimulation made her very anxious so she decided to have it explanted." The event cannot be confirmed through product analysis testing, therefore, no checklist was initiated per (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.